Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Consumer called to advise patient stated being transported from wheelchair to transport bed and lift shut down and boom dropped her back into the wheelchair. Consumer advised there was a major laceration to her left calf and patient was taken to the hospital and treated. Consumer advised there was a geriatric nursing assistant and transport crew from the ambulance present when issue occurred. Consumer advised these parties are advising patient received injury from legrest on wheelchair. Marc advised these parties stated a new battery was installed on lift right before patient was lifted.